Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, the readings did not reach below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. Customer support has attempted to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.